Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that they could not put in battery inside the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.